Event description:
It was reported that prior to an unrelated procedure, diagnostic imaging was performed and externalized conductors were observed on the right ventricular (rv) lead. The procedure was postponed and later the rv lead was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.